Manufacturer narrative:
Findings: pump monitored for several days. Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed a21 error test, self-test, rewind test, displacement test, prime/a33 test and excessive no delivery test. No unexpected low battery alarm anomalies noted. Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that piece missing on top where reservoir compartment and alarmed for low battery. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.